Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported that it looked "like there's a little moisture" in the cartridge compartment of her infusion device. She noticed this earlier in the afternoon. The insulin cartridge was last changed on (B)(6) 2009. When she removed the insulin cartridge from the infusion device, she stated that it may have been leaky. She stated that she changed the infusion tubing earlier and no insulin dripped from the end of the infusion tubing when she primed. She changed the infusion tubing again and completed the prime successfully. She stated that she will dry the cartridge compartment with a cotton swab and switch to her backup infusion device. Upon followup on (B)(6) 2009, the patient stated that she switched back to the primary infusion device and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.